Manufacturer narrative:
(B)(4). This report is for the first in a series of consecutive product issues with the same patient. The second event was reported under MDR# 3006425876-2015-00299.

Event description:
It was reported that after passing the catheter over the guide wire, the guide wire was difficult to withdraw which resulted in "fraying." As a result a new kit was opened. There was a delay in treatment. Complications of bleeding at the insertion site were reported. No patient death occurred.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.